Manufacturer narrative:
Qn#(B)(4). The previous follow-up included the results of an investigation based on the photograph. The actual sample was examined as well and the results of that investigation are included in this report. The reported complaint was confirmed through examination of a returned product sample. The customer provided an arterial catheterization device along with a photograph of the product. The guide wire was kinked at 0.7 and 1.9 cm from the distal weld with offset coils between the kinks. The guide wire was intact and within dimensional specification. This product has two assemblies that are connected together prior to use. Functional testing was performed by connecting the two assemblies and moving the guide wire handle down the tube to insert the wire through the introducer needle. The device performed as intended and the kinks passed through the needle without resistance. A review of manufacturing records did not yield any relevant findings. The provided instructions warns not to retract the guide wire against the edge of the needle while in a vessel to minimize guide wire damage. Based on the information provided, the time of discovery and the condition of the returned sample, operational context appears to have caused or contributed to this complaint. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in anesthesia when placing the femoral cath set, the wire kinked and "jumped out" of the plastic tube assembly. As a result, a new set was opened and used without issue. A provided photograph showed that the guide wire was kinked. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed through examination of a photograph provided by the customer. The photograph depicted a guide wire and tube assembly. The guide wire handle at the top of the tube and the guide wire were protruding from the tube beginning at about a quarter of the way down from the handle. The guide wire appeared straight and undamaged up to 1 cm from the distal end, where a kink was observed. No signs of use were observed. No physical sample was returned for evaluation. A device history record review based on sales history did not reveal any manufacturing related issues. However, since the actual complaint sample was not returned, the cause of this complaint could not be determined. No further actions will be taken.